Event description:
It was reported that when the device was used during a laparoscopic splenectomy, the device locked up and would not fire. The device was removed from the vessel and another device was used to completed the case. There was no consequence to the pt.